Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Additionally, customer using cold insulin in the cartridge and not properly cycling the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer resumed insulin to resolve the issue.